Manufacturer narrative:
(B)(4). This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the technologist noticed that the connector that connects to the rotating hemostasis valve (rhv) on the penumbra aspiration tubing (tubing) was bent and kinked upon opening the penumbra system ace 68 reperfusion catheter (ace 68) kit. The damaged tubing that came packaged in the ace 68 kit was found prior to use and therefore, was not used for the procedure. The procedure was completed using new tubing and the same ace 68.

Manufacturer narrative:
Results: the penumbra aspiration tubing (tubing) connector was bent proximal to the on/off switch. Conclusions: evaluation of the returned tubing confirmed it was bent. The root cause of this damage could not be determined. The penumbra system ace 68 reperfusion catheter (ace 68) that is packaged with the tubing was not returned to penumbra. Penumbra catheters and their accessories are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.